Manufacturer narrative:
Follow-up #1; date of submission: 09/15/2016. The device has been returned and evaluated by product analysis on 08/25/2016 with the following findings. Product evaluation was conducted and the alleged complaint could not be verified or duplicated. Total bolus delivery calculations matched the total daily dosage. On (B)(6) 2016 an alarm eaw-175 was noted in the pump history, indicating partial delivery due to user aborting the delivery where 0.10 unit bolus was cancelled. The bolus was then reprogrammed and fully delivered later on. Investigators tested normal and audio bolus functionality with no issues observed as both boluses were fully delivered and accurately recorded in the pump history. No hypersensitive keys were observed. No errors, alarms or warnings occurred during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings issue. The reporter alleged inaccurate delivery and indicated that the bolus totals did not match. It was alleged that the bolus totals in the total daily dose didn't match the bolus totals in the bolus history. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.